Event description:
The device was used during a lava. Reportedly, the staples did not form correctly and fell out of the cartridge. No patient injury was reported. Another device was used to finish the procedure.